Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter during a laparoscopic inguinal hernia repair, the screw went into the tissue when they fired the device, however, the screw is not free. The back of the screw is attached to the device. It is not separated from the stuck tissue. They forced them out. The device caused trauma in the tissue which caused a small tissue damage that did not cause any bleeding. There was no intervention done to repair the tissue damage. Therefore, the device was replaced by another device to complete the case. There was no patient harm.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of two devices. Visual inspection of both products noted the timing was disengaged and the spring mechanism was protruding from the tip of the shaft. Additionally, the triggers of both instruments were jammed. A functional evaluation found that the trigger of both instruments was actuated after disassembling the body from the tube. Tacks were jammed in the tubes and did not deploy due to the timing disruption. A review of the device history record indicates this product was released meeting all quality release specifications at the time of manufacture. Replication of the reported condition is caused by an instrument that has been exposed to excessive force while applying helixes to a surface. If a helix is fired over improper surfaces it can provoke the exertion of excessive force to the handle causing the unit to disrupt the timing and to a possible jam. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.